Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8.5f sheath hole prior to an ablation procedure. Reportedly, the prostyle plunger could not be pressed after insertion. The suture became stuck inside the anatomy. It is unknown what caught the suture. The suture was cut to remove the device. Another prostyle was used to preplace a suture. The ablation procedure was completed. The preplaced prostyle suture achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was confirmed. The entrapment could not be replicated in a testing environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified a possible indication of a lot specific product quality issue. The cause of the reported difficulties appear to be excess adhesive (preventing release of posterior needle shank) and is considered a potential quality issue related to manufacturing. The treatments are related to the circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.